Event description:
It was reported that the customer was hospitalized for high glucose level at dka. Troubleshooting was performed. The programming, insulin, concentration and bolus history were correct. In addition, a fixed prime test was performed and the insulin exited. The high-pressure test passed within specification.